Event description:
A user report has been received from bfarm (reference number: (B)(4) "I am reporting a serious system failure and acute patient endangerment of the combined, certified compatible aid system (omnipod 5 and dexcom g7) in my minor daughter. Three critical defects exist: life-threatening false measurements (dexcom g7): the sensor delivers massive false alarms, especially at night, with values below 40 mg/dl, while the blood glucose test shows stable values of 150 mg/dl (without prior insulin or carbohydrate intake). The manufacturer dismisses this in writing as "compression." Technical instability & tissue damage: the bluetooth connection is so faulty that the manufacturer, insulet, requires in writing a permanent "line of sight" (wearing the device on exactly the same side of the body). This makes the medically necessary rotation of the insertion sites impossible. As a result, my daughter is already developing visible scar tissue at the constantly stressed areas. The manufacturer recommends in writing to consult a doctor about the scars instead of addressing the technical defect. Acute supply crisis due to coupled excess consumption: due to constant connection interruptions and the resulting system errors, pod consumption is uncontrollably high. Although a new supply and excess needs prescription was submitted on (B)(6) 2026, we are again facing a dead end today (on (B)(6) 2026): there is exactly one single pod left. The uninterrupted supply of insulin is at risk. A child requiring insulin is at acute risk within three days at the latest, as the delivery quantities and actual consumption are massively out of balance due to the defective system. 3. Manufacturer's behavior (field for "manufacturer's measures / support") copy this text into the field for the companies' behavior: both manufacturers refuse a coordinated technical solution for the interface and are passing the buck ("ping-pong tactics"). Insulet refers in writing to dexcom, dexcom refers back to insulet in writing. Critical safety complaints are ignored, dismissed with standard boilerplate text, or attempts are made to downplay the incidents in phone calls to avoid creating written documentation. A joint, expert statement on patient safety is refused by both companies, while the patient is now left without vital medical equipment." Dexcom was notified of the event 3-june-2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown: omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.